Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. Drawer 2.2 and pocket b1 through b6 was not detected on the bus. A reboot was attempted however the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 pocket b1 was failed and not detected on bus. A field service engineer (fse) rebooted the system using the hardware test application (hta) and tested the drawer. The fse verified the drawer operation in both the hta and the medication application and confirmed proper functionality during preventive maintenance checks. The system functioned as intended after the field service engineer troubleshot the device.